Event description:
While placing a stent to the sfa, the practitioner pulled the string to deploy the stent, the string came out as usual; upon checking the radiographic images, the top half (about 5-6 cm of the stent had not deployed. When he attempted to remove the deployment device, it was caught on the incompletely deployed stent. He tugged on the deployment device at which time the remaining stent became fully deployed; the stent had migrated cephalad approx less than 1cm which was not optimal, yet satisfactory. The pt suffered no ill effects from this stent malfunction.